Manufacturer narrative:
An event of hypotension, heart failure, and aortic valve regurgitation was reported. Information from the field indicated that there was difficulty with valve positioning, which led to the patient developing aortic regurgitation when the valve was seated in the annulus at 80% deployment (valve stable), the pacing wire came off and it took a bit of time to reattach it, and the patient's ventricle became enlarged and blood pressure dropped. It was noted that the patient recovered back to normal hemodynamics after the valve was removed, and a new valve was implanted. Based on available information, the event appears to be related to procedural conditions (difficult valve placement). There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2023, a 29mm navitor valve was chosen for implant using a flexnav delivery system during a transcatheter valve implantation. During procedure, the valve was recaptured 3 times during deployment as the valve kept slipping down to the ventricle. During this, the patient developed aortic regurgitation when the valve was seated in the annulus at 80% deployment, and the valve was not stable and was moving around. The regurgitation was not tolerated well by the patient. The patient had aortic regurgitation due to the delay in full deployment of the first valve. The pacing wire also came off and took a bit of time to get set back up. The patient's ventricle became enlarged and blood pressure began to drop. Cardiopulmonary resuscitation (CPR) was initiated. While performing CPR, the valve was removed as it had been recaptured multiple times. A second 29mm navitor valve and flexnav delivery system was prepared and deployed, and it was immediately released. The patient recovered back to normal hemodynamics. The final implant depth was 1mm on the non-coronary cusp (ncc) and 1mm on the left coronary cusp (lcc). It was determined that the patient had 2 broken ribs from CPR. There was no allegation of malfunction against the device or procedure, and it was reported that the patient's anatomy was difficult. The patient status was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 30 november 2023, a 29mm navitor valve was chosen for implant using a flexnav delivery system during a transcatheter valve implantation. During procedure, the valve was recaptured 3 times during deployment as the valve kept slipping down to the ventricle. During this, the patient developed aortic regurgitation, which was not tolerated well by the patient. The patient had aortic regurgitation due to the delay in full deployment of the first valve. The pacing wire also came off and took a bit of time to get set back up. The patient's ventricle became enlarged and blood pressure began to drop. Cardiopulmonary resuscitation (CPR) was initiated. While performing CPR, the valve was removed as it had been recaptured multiple times. A second 29mm navitor valve and flexnav delivery system was prepared and deployed, and it was immediately released. The patient recovered back to normal hemodynamics. The final implant depth was 1mm on the non-coronary cusp (ncc) and 1mm on the left coronary cusp (lcc). It was determined that the patient had 2 broken ribs from CPR. There was no allegation of malfunction against the device or procedure, and it was reported that the patient's anatomy was difficult. The patient status was reported as stable.